Event description:
It was reported by a customer on (B)(6) 2007 the aiming beam fired straight out of the fiber at 77,155 joules. No patient injury was reported.

Manufacturer narrative:
The information received indicated an MDR was required on (B)(6) 2011.